Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with a shocking or twitching sensation. Possible left ventricular (lv) lead stimulation was suspected. It was determined that the patient was experiencing diaphragmatic stimulation from the lead. The physician was unable to program around the stimulation and the lead was programmed off. A procedure to reposition the lead is planned for the future. The lead remains in situ. No further patient complications have been reported as a result of this event.